Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant this right atrial (ra) lead exhibited high but within range pace impedance measurements when read with a pacing system analyzer (psa). The lead was connected to the device and pocket was closed. The pace impedance measurements were read again, and they were now high and out of range. The physician elected to reopen the pocket and revise the lead. After unhooking the lead from the device, the lead was tested on a psa and the impedance measurement was 2500 ohms. The lead was repositioned and subsequent measurements were normal. The lead remains in service. No additional adverse patient effects were reported.